Event description:
30 y/o female pt seen as an outpatient for flexible ureteroscopy. Scope became stuck in the pt; the scope deflected and the part of the scope to undeflect would not work. After consult with two physicians and the MFR, the scope was cut and the pt was transferred for inpatient surgical removal of the remaining portion of the scope.